Event description:
It was reported the 511s and the et101 was used during a laparoscopic nissen fundoplication. It was reported (2) 511s would not arm. Two more devices were opened to complete the case. The et101 broke when placed over the trocar. Another et101 was pulled to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Device-a: d6: device returned with no lot identification. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, ab)conforming; desufflation lever condition, ab)conforming; inner gasket condition, ab)conforming; latch condition, ab)conforming; obturator condition, ab)conforming; outer gasket condition, ab)conforming; reset button condition, ab)conforming; reset button condition, ab)conforming; sleeve condition, ab)conforming; sleeve condition, ab)conforming; stopcock condition, ab)conforming and trocar condition, ab)conforming. Functional tests & results: does safety shield retract, a)nonconf b)conforming; flapper door functional, ab)conforming. And lockout functional, ab)conforming. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was concluded that the reported "511s would not arm" during surgery occurred due to drag marks on the obturator handle of instrument (a) which resulted in interference of the motion of the reset button. Instrument (b) was inspected and found to function properly. No deformity could be identified with instrument (b).